Event description:
The biomedical technician from the user facility called to return the device for service repair for an unrelated problem. When talking with the customer service representative, the biomed mentioned that this pump had infused 400cc rather than the intended 100 cc during a patient infusion. When further information was requested, the reporter stated they could not give any information about the incident.